Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, post deployment of a 23mm sapien 3 ultra valve, upon removal of the commander delivery system through the 14f esheath, a rip on the top of the esheath was observed. No resistance was reported during the insertion of the esheath. The patient was reported to have mildly calcified and tortuous vessels.